Event description:
It was reported that wire of the fenestrated bipolar forceps instrument is exposed. The device was not used on a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Complaint wires exposed. Instrument was found with frayed pitch cable at distal clevis hub. No damage was found at the clevis. No other cable damage was found. Electrical continuity passed. Additional finding: bent tip. One grip is bent, causing side to side misalignment of grips. There is a .057 offset at the tips. Evidence not conclusive but damage most likely due to mishandling. The instruments and accessories user manual specifically states: proper care and handling is essential for satisfactory performance of surgical instruments and accessories. Examine the instrument or accessory - including all of its components - thoroughly before and after each use. If any abnormality is found, do not use it. Use the device for its intended purpose only. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not used a damaged cannula or reducer. Damaged cannulae and reducers may abrade the instrument shaft and generate particles that may fall inside the patient.